Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer. The sheath is torn in 3 locations, the first separation is 91 cm from the strain relief and the other 2 tear locations could not be measured due to the stretching and damage. The fractured/separated end of the shaft are stretched and jagged which indicates the sheath separations were due to tensile forces. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". (B)(4).

Event description:
Reportable based on device analysis completed on 17aug2018. It was reported that the rotaburr speed decreased and the device stalled. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.25 mm rotalink¿ plus was selected for use. During the procedure, it was noted that the speed of the rotaburr decreased and the device stalled. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the sheath was torn.